Event description:
It was reported that the right ventricular (rv) lead has t-wave oversensing (twos). The lead continues to be monitored. No patient c omplications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: 438-35 lead implanted: (B)(6) 2003. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: 438-35 lead implanted: (B)(6) 2003. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead has t-wave oversensing (twos). The lead continues to be monitored. No patient c omplications have been reported as a result of this event.